Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a scratch after implantation into the patient's eye. No further details were provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Section d9: returned to manufacturer on: 31-jul-2025. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the complaint device revealed that the handpiece was received with the plunger rod fully advanced. Viscoelastic residue was observed throughout the cartridge; no cartridge or cartridge tip issues were observed. The lens module was inspected revealing no issues. Device assembly inspection revealed no issues; viscoelastic residue was observed below the lens module indicating that an excessive amount of ophthalmic viscosurgical device (ovd) may have been used. Plunger rod advancement revealed no resistance; the plunger rod tip was bent. No lens was received for evaluation. The complaint issue "cosmetic issues" was not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. The reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.